Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of issues with the customer's insulin pump. The husband states the customer had issues with blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted and the pump remained blank. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being plugged in properly. The pump functioned properly when reconnecting the battery tube connector on the interface board. All operating currents were normal and passed the self test. Unable to perform the unexpected restart test or perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump was received with a cracked reservoir tube lip.